Event description:
It was reported that the pump exhibited an alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the device¿s event history log found a record of a ¿backup audible post¿ alarm. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that the inoperable back up buzzer on the main board was the root cause. The mainboard was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.